Event description:
Pt for cardiac ablation procedure bolused with unreported heparin dose with subsequent hemochron response / act 245 seconds. Add'l unreported heparin dose administered with hemochron response / act >700 seconds. Time-to-test post bolus not reported. Second hemochron response / act system (s/n and time-to-test post bolus not reported) approx 300 seconds. Pt target range for cardiac ablation procedure approx 500 seconds. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.